Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 650 mg/dl with high ketones that were identified as dangerous by a healthcare professional. Customer attempted to self-treat with a bolus via the pump but was treated intravenously with fluids of saline and insulin at the hospital. The customer was released from the hospital the next day. A systems check with tandem technical support verified the pump was functioning as intended

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.